Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the teflon tube to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. (B)(6).

Event description:
The customer reported receiving erroneous low ise (ion selective electrode) patient results on the clinical chemistry analyzer. There was no change in patient treatment in association with this event.